Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The patient experienced elevated blood glucose levels with symptoms of vomiting and feeling sick. No adverse event was reported. The infusion device was requested to be returned for product evaluation.